Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call placed to technical services on 09/04/2018, reported that thresholds vary in ra lead and are due to positional changes from sitting to standing. Impedance varies from 400 -1000. The following physician was dr. (B)(6) at (B)(6) system in (B)(6), de. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).